Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, lay user/ patient contacted lifescan (lfs) and alleged their one touch select meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016, when they allegedly obtained inaccurate high result of ¿258 mg/dl¿ with the subject meter and ¿112 mg/dl¿ with another device (unknown), performed within 30 minutes. The patient stated he manages his diabetes with pills, diet and/or exercise. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue, however, did confirm they have been exercising for 5 years. The patient claims they developed symptoms of ¿headache and sweating¿ 2 days after the product issue. However, the patient denied receiving medical treatment. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.